Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The device was returned for evaluation. As received, the battery voltage was above the elective replacement indicator level with no anomaly found on the header that is related to the field concern. The device exhibited normal device characteristics after all tests were performed. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.